Event description:
A surgeon reported that an intraocular lens (iol) implant surgery was performed uneventfully. Postoperatively, the pt had clear a cornea. On the first postoperative day, the pt presented an uncorrected visual acuity (ucva) of 8/10 (20/25). At day three, the pt presented with decreased vision. At day eight, the surgeon observed a fragment and one haptic was moved to the iridocorneal angle in the pt's anterior chamber. Corneal edema was diagnosed. At day fourteen, the fragment was found in pt's eye and removed. The surgeon did not know the origin of the fragment. The corneal edema remained persistent. The pt was treated with antibiotics, steroids, lubricants and nonsteroidal anti-inflammatory drug. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The lot and serial number provided are not valid info. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Additional info has been requested. (B)(4).